Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia with reported seizures and self-treated lows using oral glucose, while device data reviewed from the ilet report showed multiple very low glucose readings, 39 mg/dl, and did not corroborate an extreme value the user reported, 15kmg/dl. Symptoms included hypoglycemia and a seizure. Outcomes included temporary interference with daily activities and the need for troubleshooting and education on treating low glucose with 15 grams of fast-acting carbohydrate followed by reassessment. Investigation included review of uploaded device data and user interview. Investigation of this case revealed no device malfunction confirmed and an unclear cause of hypoglycemia. It was concluded that the event involved hypoglycemia with cause unclear and that user education on appropriate low-glucose treatment was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.